Event description:
Customer called into customer service to state that her adapter got hot to the touch and sparked while using...

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back were unsuccessful. As of the date of this report the product has not been received. The customer stated that the adaptor got hot to the touch and it sparked while it was in use which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.